Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl with trace ketones. Customer addressed bg level by delivering a bolus and exercising. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider. Customer's bg level was 190 mg/dl at time of report.